Event description:
The patient had a laparoscopic radical prostatectomy. After one year, the same patient had a partial cystectomy and colectomy with the same surgeon at the same hospital. The surgeon found material from the previous operation, which was heat shrink tubing with microline logo. The patient was informed by the surgeon that a part of the device had been in his body since the previous operation. Confirmation with an x-ray after an operation is done at the hospital, however, the material is not detectable with x-rays. No health hazard on patient was reported.

Manufacturer narrative:
The ref number 3152 scissors tip with lot number 00101160 will not be returned, therefore, no investigation can be done on the tip or the heat shrink tube in question. No issues were found with the device history record. No additional complaints have been received for the lot number listed above. There is no remaining product with this lot number to test in inventory.